Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the laser cut filter. In addition, our technician confirmed that the control body corroded, the nozzle gluing missing, the operation channel (primary) leak, the lcb (light carrying bundle) loose, the insertion flexible tube worn out, the u/d and the r/l pulley wires worn out, and the angle wire hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).